Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure along with ineffective therapy. Later, diagnostics discovered multiple contacts with low impedance. As a result, the patient underwent surgical intervention wherein the ipg was explanted to address the issue.